Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The insulin pump unit received with operating currents within specification, no unexpected low battery, failed battery or battery out limit alarms noted. The auto off alarm feature working properly. The insulin pump has cracked case at display window corners, display window, has scratched lcd window, broken battery cap and battery tube threads and corroded battery tube.

Event description:
Customer reported that she was hospitalized. Customer stated that she was at work and was entering her blood glucose value and noticed that the insulin pump said no delivery but she didn't hear the alarm. She went home to change the infusion set. Customer treated with bolus and later her blood glucose was at 600 mg/dl; customer was admitted into the emergency room. Customer did not remember if the cannula looked bent or crimped. Customer was treated with insulin drip and blood glucose when released was 105 to 159 mg/dl. It was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Multiple auto off alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.